Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of inability to interrogate the device with a programmer.

Event description:
It was reported that this boxed pacemaker was unable to be interrogated with a programmer prior to any implant procedure. The device was never used and there was no patient involvement. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this boxed pacemaker was unable to be interrogated with a programmer prior to any implant procedure. The device was never used and there was no patient involvement. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.